Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user accidentally injected a full cartridge of insulin into their body during a supply change. The clinical support specialist (clss) reported that the user did not require medical attention but experienced prolonged low blood glucose (bg) for several hours. Multiple follow-up attempts were unsuccessful, and full blood glucose (bg) questionnaires details could not be obtained.